Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. The header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population. Patient code 3191 was used to capture the prolonged procedure.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that during an upgrade procedure the header of this implantable cardioverter defibrillator (ICD) detached resulting in immediate loss of pacing support to the patient. A new device was connected to the existing lead system. No adverse patient effects were reported.